Event description:
It was reported that during the implant procedure, the physician observed that the impedance measurement of the right atrial (ra) lead was out of range. The physician attempted multiple times to reposition the lead to achieve correct values, but without success. The ra lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the physician observed that the impedance measurement of the right atrial (ra) lead was out of range. The physician attempted multiple times to reposition the lead to achieve correct values, but without success. The ra lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.